Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, blank display, battery out limit and motor error alarm on the insulin pump. Customer's blood glucose reading was 466 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the device had a blank display, they replaced the battery and it then gave a motor malfunction. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during basal delivery. Customer had removed the battery from the insulin pump for over 10 minutes which resulted in a battery out limit alarm. Customer performed and passed both the self-test and displacement test. Customer was advised to monitor the insulin pump and call back if the issue persisted.